Event description:
On (B)(6) 2012 altimate medical received an email from an international sales rep, regarding an easystand 5000 which stated the following: according to the occupational therapist, the healthcare staff were unable to lower the user from the standing device back into a seated position. Therefore, they ended up manually disassembling the product in order to get the pt out of the stander. The pt was shaken by the incident, but unharmed physically.

Manufacturer narrative:
The hydraulic actuator was replaced by technicians at (B)(6). Due to the lack of info regarding the incident, we are unable to identify root cause of the problem at this time. The pt has not suffered any kind of physical injury as a result of the incident. Altimate medical requested to have the hydraulic actuator shipped back to our facility for further eval. If additional info is obtained, a f/u report will be submitted.